Event description:
It was reported that this electrode was suspected to have fractured. The patient was reported to have received an inappropriate shock due to oversensing of noise. Technical services review of the episode confirmed the type of signal being oversensing was sense a node. Surgical intervention was later performed and the electrode was explanted and replaced. No additional adverse patient effects were reported. This electrode is expected to be returned back from the field for analysis. This event will be updated upon completion of analysis.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified sharp curves in the electrode body in the regions approximately 7.5 and 10.5 centimeters (cm) from the terminal pin. The insulation over the area has slight surface abrasion approx. 8.8 - 9.2 cm, likely from lead on can contact. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured in the areas of the observed curves. The fracture characteristics appeared consistent with cyclic fatigue. Based on the laboratory findings, it is suspected that the electrode fractures were contributed to by the electrode being implanted with bends in or near the s-ICD pocket region. The fractures resulted in the observed noise, oversensing, and inappropriate shock.

Event description:
It was reported that this electrode was suspected to have fractured. The patient was reported to have received an inappropriate shock due to oversensing of noise. Technical services review of the episode confirmed the type of signal being oversensing was sense a node. Surgical intervention was later performed and the electrode was explanted and replaced. No additional adverse patient effects were reported.